Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test, problem isolated to rf board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump motor arm failed self-test. The customer blood glucose level was unknown. The customer will return insulin pump for analysis.